Manufacturer narrative:
Controls were run before and after the event; results were within specifications. The customer technical specialist (cts) instructed the customer to perform the prime function and bubbles were observed in the wbc dispenser during execution of the cycle. The cts suspected the wbc diluent dispenser was bad. A bec field service engineer (fse) was dispatched for this event. The fse confirmed the bubbling in the wbc diluent dispenser and replaced the wbc diluent dispenser, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erratic high/low white blood count (wbc) and hemoglobin (hgb) results for one (1) patient generated on the coulter lh 750 hematology analyzer after the instrument was in idle position for a period of time. Data review confirmed erratic results for the wbc and hgb parameters from run to run, with no instrument generated flags indicated for the wbc results. Instrument generated flags were provided for the hgb parameter. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. There was no death, injury, or affect to patient treatment reported for this event.